Event description:
The customer reported that while the unit was in use on a pt, the unit's display went blank and the unit stopped pumping; the iabp on/off led was still illuminated. The pt was switched to another unit and therapy was continued. No pt injury was reported.